Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. Approx 3 years post the stent graft implant, it was reported there was a type 1 endoleak from dilatation of the aneurysm sac which had grown up to the level of the renal arteries. It was also reported that an aortic cuff was implanted in this pt 22 months post implant for treatment of a type 1 endoleak due to migration. An open repair procedure was performed where only the aortic cuff was explanted. The top of the bifurcated stent graft was then sewn to the largest portion of the aorta. The patient was fine after the procedure. The explanted aortic cuff was retained by the user facility.

Manufacturer narrative:
Evaluation: results: the explanted stent graft was retained by user facility. Endoleak, migration. Dilated aortic neck. Evaluation: conclusion: dilated aortic neck.